Manufacturer narrative:
The insulin pump had button error alarm due to flattened button dome switch down arrow. The device was received with scratched display window, cracked display window corners, cracked reservoir tube lip, scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not performed. The device was returned for analysis.